Event description:
The complainant alleged that during a routine shift check by a clinician, the device intermittently discharged during the 30 joules defibrillation test. The complainant indicated that the there was no pt involvement in the reported malfunction.